Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, white pieces on tip were falling off as surgeon was cutting. The pieces was removed from the patient's cavity. No patient injury.